Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was discarded.